Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient had a cataract extraction with intraoperative aberrometry guidance. Following the surgery the patient reports her near vision isn't as expected and she is not able to read. Due to the visual outcomes the surgeon is recommending an intraocular lens exchange in the future to improve her vision. Additional information has been requested.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).